Event description:
Additional information received from the healthcare professional revealed device was intact. Additionally physician reported event of late seroma.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports explant of ruptured implant and suspected bia-alcl. This relates to the left side.